Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cva (stroke) das system. It was reported that on sunday at 1am (relative to the date of report), the patient went to the emergency room because they were paralyzed. It was noted that the patient's symptoms were off on (B)(6) 2018 and they think it was a pump malfunction. The hospital was reportedly asking about getting the pump checked, and the consumer was advised to have the hospital come check the pump. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump was recently replaced (relative to (B)(6) 2019) and the reason was normal battery depletion, but also because the medicine was "pooling and was not working properly." The catheter began giving her problems sometime in 2018. It was giving her too much medicine, she was having a lot of issues where she could not talk or think properly and once she had to go to the hospital because she could not "move or anything" and they said she was getting too much medication. She only knew that something was "wrong with the tip" of the catheter. There were no further complications reported at this time.

Manufacturer narrative:
The previously reported device code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2019-jan-22. It was reported that the pump was past elective replacement indicator (eri) and was replaced on (B)(6) 2018. The patient reportedly chose to delay the replacement of the pump. The pump was replaced on (B)(6) 2019.